Event description:
A hospital in (B)(6) requested a routine service for an iw990 manual controlled infant warmer. During a routine service conducted by fisher & paykel healthcare regional office in (B)(4), it was noted that the power fail alarm did not function.

Manufacturer narrative:
(B)(4). Method: a preventative maintenance check was performed on the iw990 infant warmer by a trained fisher & paykel healthcare (fph) service personnel in our (B)(4) regional office. The units were electrical safety tested and performance checked as part of the preventative maintenance check. Results: the preventative maintenance check revealed that the power fail alarm of the infant warmer did not function. Conclusion: the "power fail" alarm is an indicator of main power supply failure. The energy stored in the capacitor of the power pcb board usually provide up to 10 minutes of pulsing alarm in the event that the power fails while the unit is switched on. The red indicator light of the "power fail" alarm on the front control panel will then flash and produce an audible alarm when the power supply to the infant warmer has failed. Based on the service report provided, a capacitor from the power pcb (printed circuit board) was found to be defective, causing the "power fail" alarm not function. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. The device service manual contains a checklist which specifies that users should perform safety , performance and functional checks at least once a year. The fault on the returned infant warmers was discovered during preventative maintenance check with no patient involvement. The iw990 unit was repaired and performance tested prior to being returned to the customer.